Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Arch orthop trauma surg, 130:1281¿1287. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: wieser, k., babst, r. (2010, february). Fixation failure of the lcp proximal femoral plate 4.5 - 5.0 in patients with missing posteromedial support in unstable per-, inter-, and subtrochanteric fractures of the proximal femur . Arch orthop trauma surg, 130:1281¿1287. The authors reported that 14 patients had been treated with synthes device, locking compression plate (lcp) proximal femoral plate, beginning (B)(6) 2007. They presented four case studies of patients who experienced secondary varus collapse of the fracture with implant failure. A (B)(6) man, with recent revision history, underwent implantation of a 16 hole lcp. X-rays taken ten months later showed varus dislocation with breakage and loosening of screws and periarticular ossifications. No further surgical treatment was instituted due to the limited health of the patient and near pain free clinical examination. This is report 1 of 1 for complaint (B)(4). This report is for an unknown 16 hole lcp.